Event description:
It was reported that the customer went through high blood glucose troubleshooting and everything was okay. Customer's blood glucose level was 224 mg/dl. Customer stated that she changed the site, reservoir, and insulin. Customer went to give a bolus and received a no delivery alarm. Customer went to give a bolus before she ate some food. Insulin pump will need to be replaced. Customer stated that she has been running high for the past couple of days and the pump has not been helping. Customer had to continue to revert back to syringes. Customer understood that the no delivery alarm could mean there is something wrong with the infusion set, site, or reservoir and that by changing the pump, the issue will not resolved. Customer understood and did not want to troubleshoot. Customer wanted a replacement pump. No additional information provided.

Manufacturer narrative:
The unit had minor scratches on display window noted during visual inspection. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. There was no excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.